Event description:
It was reported that the the patient experienced stroke like symptoms. It was alsoreported that the right atrial (ra) lead intermittently under sensing during atrialtachycardia/atrial fibrillation (at/af) and chronic low p waves. (B)(4).this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).